Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received multiple error alarms. Customer was able to clear the alarm and was able to rewind the pump. Customer stated insulin pump receive low battery alarm. Insulin pump passed the self test. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the customer reported via phone call that they experienced low and high blood glucose event. Customer¿s blood glucose reading at the time of the incident was 25 to 350 mg/dl. Blood glucose level at the time of call was 131 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high and low blood glucose event. The customer did not experience any symptoms of high and low blood glucose value. Customer was treated with insulin pump or manual injection. Auto mode was active at the time of the event.

Manufacturer narrative:
Customer returned device for alleged charge/battery lasts less than expected, failed batt test, pump error 54, software error, and pump error 3 found on august 6, 2022. The device passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. No pump error , software error, pump error 3, failed battery alarms, or other battery alarms, alerts, or anomalies were noted during testing. Successfully downloaded device history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device alarmed a failed battery test on the event date of august 6, 2022 at 18:33:14.000 or 6:33 pm. Device alarmed a pump error on the event date of august 6, 2022 at 18:21:03.000 or 6:21 pm (esf#: 3010978, line number 1421, file number 32122) due to a software anomaly. Device alarmed a pump error 3 on the event date of august 6, 2022 at 18:21:05.000 or 6:21 pm and was a consequence of pump error . Software error was not noted on the event date in the device history files or traces. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. However, there is moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, and label damage. Charge/battery lasts less than expected was not confirmed. Failed battery test was not confirmed during testing. Software error was not confirmed. Pump error was confirmed in the history files and traces on the event date of august 6, 2022 at 18:21:03.000 or 6:21 pm (esf#: 3010978, line number 1421, file number 32122) due to a software anomaly. Pump error 3 was confirmed in the history files and traces on the event date of august 6, 2022 at 18:21:05.000 or 6:21 pm as a consequence of pump error. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.